Manufacturer narrative:
This report is being supplemented to provide additional information provided by the completed device evaluation: d9: device available for evaluation: yes (returned)/ returned date: 03 november 2022 h4: device manufacturer date: 01 june 2022. H10: the device was returned and evaluated, and the customer¿s allegation could not be confirmed. There was a no power issue due to a power unit failure, and the device could not be turned on. Actions performed included replacement of the power unit, electrical safety tests, and functionality tests. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The b5/event description was also corrected based on specified information provided in the device evaluation: b5: the customer reported to olympus that while using the visera elite ii video system center, the fuse was blown when the power was connected, making the device unusable. The device was returned and evaluated, and the device was found to have a power unit failure. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Event description:
The customer reported to olympus that while using the visera elite ii video system center, the fuse was blown when the power was connected, making the device unusable. The device was returned and evaluated, and the device was found to have a power unit failure. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined, that the phenomena (1) ¿power does not turn on¿ and (2) ¿device does not activate power supply¿ was not turned on .and could not be started, due to the failure of the power supply unit. It was recommended, to replace the power unit. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been received and the evaluation is pending. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the visera elite ii video system center, it was difficult to activate due to a cracked power switch, but it could still be activated. The device was returned and evaluated, and the device was found to have a power unit failure. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.